Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 450 (mg/dl). It was also reported that the cartridge does not "click into the pump like they use to"; although customer did not provide any details. Reportedly, customer also experienced multiple occlusion alarms prior to experiencing high bg level. Customer reported that they checked the tubing and site to address alarm. Due to the occlusion alarm occurring in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Elevated bg levels were treated by manual injections and intravenous insulin. Customer was released (B)(6) 2016 with issues resolved. Additional training will be provided.